Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggest the death was related to the device. It was reported that the cause of death is sudden cardiac. No further information was available at this time.

Manufacturer narrative:
The damage found was sustained during the procedure. The lead was otherwise normal